Manufacturer narrative:
Additional information: updated a4 updated b2 updated b5 updated b7 updated e updated h6 correction: a2: added patient age and date of birth medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received additional information which stated that the band was removed in favor of a bicuspidization repair with sutures. The reason for the replacement was reported as persistent ventricular arrhythmias. It was stated that there was inferior wall and septal akinesis and it was surmised that the tricuspid repair may have kinked the right coronary artery with resultant ischemia of the inferior wall and septum. A coronary artery bypass graft (CABG) was subsequently performed. It had been noted that the tricuspid valve was severely dilated. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that the same day post implant of this 36mm tricuspid annuloplasty band, it was explanted and replaced with an unknown product. The reason for the replacement was not reported. No additional adverse patient effects were reported.